Event description:
Boston scientific was notified that during an event the physician was delivering the second and found that it had separated from the pusher wire without activating the power supply. No complications were reported to have occurred as a result of this event.